Event description:
At implant, the doctor had good csf backflow until connecting the sc connector to the pump. It was more difficult to aspirate through the cap once the connection was made from the catheter to the pump. The sc connection was connected and then re-connected. The doctor them pushed pfns through the cap and got some through but was met with some resistance. The drug being administered via the pump was unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).